Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, saturated flows were observed as there was an unfixable kink in the catheter shaft. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of saturated flow. The device was returned for evaluation. The returned pump was visually inspected and foreign material was observed under the impeller. The root cause of the saturated flow was biomaterial. This report is being filed as part of a retrospective review of historical records.